Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader did not powered on with button, strip insertion or usb cable. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. At this time charging cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. Further investigation was conducted, where a visual inspection was performed on the returned reader by using a digital microscope. Burn marks on the battery surge protector were observed. Additionally, signs of liquid contamination were present near the charging port, u13, and surrounding resistors and capacitors. The data from the initial scan could not be reviewed because the device was unable to power on. The returned reader was brought to the bench for functional testing. The returned battery voltage was measured which was not within the specification range. The returned reader was connected with the known good battery, but the device still failed to power on. The reader was unable to power on using the power button, strip insert, or a known good charging cable. The reader was monitored under a thermal camera during operation, and no hot spots were observed. However, widespread liquid ingress contamination was present on the battery surge protector, u13, and adjacent resistors and capacitors on the pcba. These findings were indicated that liquid contamination near the battery connector caused the battery surge protector to overheat and burn, resulting in the reader¿s inability to power on. Therefore, liquid ingress compromised both thermal regulation and component integrity. Liquid ingress contamination within the reader led to internal component damage and overheating. This condition caused the device to fail to power on, as reported by the customer. Therefore, the issue is not confirmed to use due to liquid contamination. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.